Event description:
Additional information: it was reported that the patient experienced active pump stops while on battery power and while connected to the power module on (B)(6) 2019. The account noted that the patient has had a driveline repair and a known short to shield. A potential cause for the reported events per technical services was that the short to shield has matured to a phase to phase short. An additional percutaneous repair lead repair is not possible due to lack of room shown on the submitted pictures. The patient received a pump exchange on (B)(6) 2019. Additional information was requested, however was not provided.

Manufacturer narrative:
This event was determined to be a duplicate and was also reported under MFR #2916596-2019-02037. The patient's driveline repair was reported under MFR # 2916596-2018-02574. Manufacturer¿s investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(6). The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump body and two severed portions of driveline, measuring approximately 2 inches and 29 inches, were returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed from the returned driveline and visual inspection of the underlying wires revealed breaches in the insulation of the red, yellow, and brown wires approximately 2.1 inches from the pump nipple housing. An additional insulation breach in the green wire was observed approximately 3.1 inches from the pump nipple housing. Continuity testing was performed, and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The driveline was then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test revealed additional insulation breaches in the black wire, approximately 2.1 inches and 3.8 inches from the pump nipple housing. The conductors of the red, yellow, green, brown, and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The disruptions in the wires would have also affected wire phases a, b, and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The resulting shorts to ground and phase to phase shorts would have caused the reported pump stop events and associated low speed alarms, as seen in the submitted log file. The heartmate ii left ventricular assist system (lvas) instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Additional information was request, however was not provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 8 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange (B)(6) 2019 due to a short to shield issue associated with the device. The pump was sent back for evaluation. No additional information was reported.